Manufacturer narrative:
Update to reflect device return. Investigation is ongoing.

Manufacturer narrative:
The native valve had mild calcification and moderate leaflet calcification. The delivery system was returned to edwards for evaluation after being used in the procedure. The delivery system was returned fully inserted through full loader cap with stylet inserted and locked with approximately 1 of fine adjust used. An image was provided by the complaint site of the second delivery system used post-procedure. The inflation balloon appears burst. The delivery system was visually inspected. The balloon shaft was bent due to packaging, and there was a radial and longitudinal balloon burst confirmed. There was no missing balloon pieces and no other abnormalities were observed on the delivery system. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). Dimensional inspection was performed on the relevant component features related to the reported complaint. Balloon single wall thickness measurements at different locations along the radial and longitudinal tear were taken with a digital blade micrometer. A single wall thickness deviating from the specification could have contributed to the balloon burst and could be indicative of an issue during manufacturing of the component. The measurements met the wall thickness specification. The relevant IFU, prepping manual, and training manual were reviewed for guidance and directions regarding balloon bursts. No IFU/training manual deficiencies were identified. During manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process. The balloons are 100% dimensional inspected (e.g. Working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness). The balloons are 100% visual inspected for defects (e.g. Foreign matter, contamination, deformation, crows feet, fish eye, gel spot and scratches). Ten (10) sample balloons are burst pressure tested. Prior to the balloon trim, the balloons were 100% inflated and visually inspected for any contamination or defects. Following the pleat and fold, the balloons are 100% visually inspected for any contamination or defects (e.g. Tears, distorted/pinched folds). The fully assembled commander delivery system was visually inspected for manufacturing defects by both manufacturing and quality. Balloon catheters are 100% leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. During commander functional product verification testing, after removing the pouch, all components are visually inspected for damage, the balloon inflation/deflation time and balloon inflation pressure are tested, and the balloon burst pressure is tested. All the samples from the related work order passed pv testing and therefore the lot was accepted. These inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaint for balloon - burst was confirmed based on the condition of the returned device. No evidence of a manufacturing non-conformance was identified during investigational activities. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Review of case notes reveals that the balloon burst is likely due to patient factors (calcification). The first valve was placed too ventricular, thus making it possible for annular calcification to impact balloon integrity during the second valve placement. As stated in the cer, the native annular calcification was mild and the native leaflet calcification was moderate. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis of these types of ruptures indicates that they are typically caused by interaction with calcification on the native aortic valve and/or annulus. No abnormalities were observed in the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. As such, an engineering evaluation is not required. The complaint for balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information indicates that patient factors (annular calcification) may have contributed to the event. Since the occurrence rate does not exceed the october 2017 control limits for the trend category of balloon burst, no corrective or preventative action is required.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 23 mm sapien 3 valve by tf approach in aortic position, during inflation, the system moved twice towards ventricle and valve ended up too ventricular, causing a severe pvl (seen in echo and fluoroscopy). Due to the pvl, it was decided to implant a second valve (valve in valve). During the deployment of the second valve (valve in valve) the commander delivery system balloon burst after full inflation with the valve successfully deployed in correct position. It was possible to retract the balloon through the sheath without damage for the patient. Patient was stable. As per medical opinion, the balloon burst due to the "double" amount of metal in annulus (viv).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03781. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per medical opinion, the balloon burst due to the "double" amount of metal in annulus (viv). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23 mm sapien 3 valve by tf approach in aortic position, during inflation, the system moved twice towards ventricle and valve ended up too ventricular, causing a severe pvl (seen in echo and fluoro). Due to the pvl, it was decided to implant a second valve (valve in valve): the commander delivery system balloon burst after full inflation with the valve successfully deployed in correct position. It was possible to retract the balloon through the sheath without damage for the patient. Patient was stable. As per medical opinion, the balloon burst due to the "double" amount of metal in annulus (viv).